Manufacturer narrative:
Service company evaluated the unit and was unable to reproduce the reported event. Thus, no root cause was determined. The service company ran the unit through a complete checkout to ensure that the unit meets all factory specifications. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.

Event description:
She wanted a replacement vent for rental. She reports that this vent just "stopped on a patient" (25 weeker). I asked her if the circuit lost pressure, she said "yes." I explained to her that the driver will stop if there is a loss in pressure. She did not know this. She kept saying, "but the driver would not re-start." And I kept explaining that the driver will not re-start if the vent does not pressurize first. I suggested checking for a leak or a loose connection. She said that she was able to finally repressurize the vent and restart the driver, but she did not know what she did. (She did not notice any other warning conditions or alarms other than the "oscillator stopped light"). I explained that she must have tightened something to make the vent repressurize. She then reported that this happened before...during the day... So she doesn't want to take any chances for this to happen again. She just wants a replacement vent. I told her that I would authorize a replacement and suggested that next time they call technical support with the first sign of any problem with a rental vent. She understood, I then explained about troubleshooting for leaks, most common "leaks". Most common loose connections, etc. (Settings map12, amp25, flow20, 33%it, 12hz, flow20, max14, min10, 80%fio2.